Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The images show a guidewire assembled within the guidewire assembly. The guidewire has a kink observed in the location of the thumb guide. Additionally, the distal j-bend is not correctly assembled within the guidewire cap. The complaint of a kinked guidewire was able to be confirmed by the photo; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged." The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the guidewire for the cvc was bent already in the package. So bent that the doctor didn't dare use it, in case the guidewire would brake inside the patient". This was found prior to use. The user changed to a new set to complete the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the guidewire for the cvc was bent already in the package. So bent that the doctor didn't dare use it, in case the guidewire would brake inside the patient". This was found prior to use. The user changed to a new set to complete the procedure.